Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 304827 and lot number 220613. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture, the cannula was observed detached from the hub with a small amount of residual epoxy on the cannula. Epoxy is the adhesive used to join the cannula and the hub components. This issue most likely resulted from an insufficient dosage of epoxy during the assembly process. This may result from an issue with the epoxy dosage machine, such as a nozzle adjustment or replacement. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Cannula pull out testing is performed routinely as part of the in-process control plan for this product. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd microlance¿ stainless steel needle pulled out of hub. The following information was provided by the initial reporter, translated from french to english: during a blood test on a cat, one of our vets found the metal part detached from the plastic part, stuck in the cat's vein.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). E1: initial reporter e-mail: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ stainless steel needle pulled out of hub. The following information was provided by the initial reporter, translated from french to english: during a blood test on a cat, one of our vets found the metal part detached from the plastic part, stuck in the cat's vein.